Event description:
The customer reported to beckman coulter hotline support that they were getting suppressed alt (alanine aminotransferase) and direct bilirubin results with "blank absorbance low" errors. Upon troubleshooting with hotline support, the customer found that reagent probe b was leaking. The leak was contained to the instrument. No erroneous results were generated.

Manufacturer narrative:
During a service visit, the field service engineer (fse) replaced the a/b valve and tightened the fitting on top of the probe and reseated the probe to resolve the issue. Upon recur, a leaking reagent probe can impact any or all cc side chemistries, including critical chemistries. (B)(4).